Manufacturer narrative:
His remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was intact. During functional check, the reported complaint was duplicated. Found defective downstream occlusion sensor during the investigation. Downstream occlusion sensor was replaced., corrected data: d1.

Event description:
Additional information received indicated this event occurred in the biomedical department during routine testing. No patient was involved.

Event description:
Additional information received indicated this event occurred in the biomedical department during routine testing. No patient was involved.

Manufacturer narrative:
His remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was intact. During functional check, the reported complaint was duplicated. Found defective downstream occlusion sensor during the investigation. Downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed "cassette not locked. Lock cassette before starting pump" when it was on cassette and locked. It is unknown if there was no patient, or clinician injury associated with this event.